Manufacturer narrative:
A complaint review conducted on (B)(6) 2026, confirmed that this event was previously reported under internal insulet reference # (B)(4) (report reference # 3014585508-2026-09311-00). Therefore, this record will be closed as a duplicate.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported uncommanded bolus. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that while the patient was sleeping, the omnipod controller delivered an uncommanded 10-unit bolus dose overnight, resulting in hypoglycemia. Blood glucose levels were reported to have decreased below 3.8 mmol/l (~68 mg/dl). No medical intervention was reported in relation to this event, and no additional details were provided. Good-faith efforts to obtain further information could not be conducted because the patient¿s contact information was not provided. No additional information is available.